Manufacturer narrative:
D10 concomitant product: sm-823, sm-823 biosyn* 2-0 und 75cm c14 x36 (lot#d4d3659fy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during suturing of the skin after resection of the subcutaneous tissue, the suture was pulled through and knotted at the beginning of the wound. When the suture was pulled through the skin again, the needle tore from the suture. No further suturing was possible. A new suture was used and again, after the suture had been pulled through the tissue for the first time, the needle tore off the suture. Another suture from a different box was used to resolve the issue.